Event description:
It was reported that the patient started radiation therapy last week. They have checked the patient and the device had electrical resets after each treatment. Critical random access memory parity errors were noted. These are consistent with the radiation treatments. Device is still in use. No patient complication were reported as a result of this event.

Event description:
It was reported that the patient started radiation therapy last week. They have checked the patient and the device had electrical resets after each treatment. Critical ram parity errors were noted. These are consistent with the radiation treatments. Device is still in use. No patient complication were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed power on reset (por) parameters were present. Por severity is low. The device should be able to fully recover after the reset. Parity errors are known to occur with high probability in patients who receive linear accelerator x-ray radiation for cancer therapy. Parity errors at "0f 2c" on (B)(6)-2010 and "10 ad" on (B)(6)-2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.